Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure damage to the tissue pad was confirmed. The tissue pad was found to be severely worn. Based on the results of the investigation, it can be inferred that the grasping section was closed without grasping any tissue, including after tissue resection, while the output was activated in seal & cut mode, resulting in severe wear of the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic procedure, the thunderbeat device was found to be damaged. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.